Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ tip syringe experienced volumetric accuracy. The following information was provided by the initial reporter: very small amount of study drug remaining in the syringe.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ tip syringe experienced volumetric accuracy. The following information was provided by the initial reporter: very small amount of study drug remaining in the syringe.